Event description:
The customer reported the workstation would not start up. The workstation and the c-arm must both boot up in order for the system to be operational. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the single board computer. The system operates as intended.